Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 04/04/2017 with the following findings: a review of the black box showed no power interruptions. No damage was found to the battery cap. The battery cap attached securely to the pump. The battery cap contact height and width were within specification. The rewind, load, and prime steps were performed successfully. The pump was run for 24 hours with no power issues occurring. The pump was opened to find no damage. Unrelated to the original complaint, the battery compartment was cracked alongside the pump. Additionally, the cartridge compartment was cracked. The cartridge cap was able to attach securely to the pump. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (intermittent power) issue. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There was no indication that the product caused or contributed to an adverse event.